Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00994. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. At unspecified time during the procedure a 15mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion. During an unknown inflation at approximately 19atms-20atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed. Another 15mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion. During an unknown inflation at approximately 19atms-20atms a balloon rupture occurred. The procedure was completed with a non bsc balloon catheter inflated to 20atms. No patient complications were reported and the patient's status is listed as good. Additional information has been requested and is unavailable.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The target lesion was denovo located in the severely calcified vessel. The 15mm x 3.00mm nc quantum apex mr balloon catheter was advanced for post dilation and the balloon ruptured on the first inflation. The 15mm x 3.00mm nc quantum apex mr balloon catheter was removed intact. The second 15mm x 3.00mm nc quantum apex mr balloon catheter was advanced for post dilation and the balloon ruptured on the first inflation. The second 15mm x 3.00mm nc quantum apex mr balloon catheter was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned device revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).